Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed; analysis revealed telemetry b (wired) was functional, but telemetry c (wireless) was not. Further testing to determine the failure mechanism of telemetry c was performed and it was determined that it was caused by a faulty integrated circuit (ic). Static current drain failures were observed during ic testing. Concomitant product: 4076-45, lead, implanted (B)(6) 2009. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted due to an upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.